Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was 407 mg/dl. The insulin pump alarmed no delivery. The customer changed the infusion set and reservoir three times. The customer treated her blood glucose level with a manual injection. The alarm was cause by a connection issue. The device was not returned.